Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.23 inches from the nail head, causing corrosion, insufficient batteries and data loss. The internally torn soft cannula is confirmed as the cause of the reported event.

Event description:
It was reported the patients blood glucose level rose to 429 mg/dl while wearing the pod between 4 and 24 hours.